Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2362, awareness date 05-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Consumer reported that 24 hours after insertion she started to experience abdominal pain, headaches and joint pain. A week after she started to bloat which was called e-belly. Also, she bled the entire time after insertion. On (B)(6) 2013 she had her tubes removed, but she still suffered from problems from essure. She experienced extreme abdominal pain, bloating and back pain during menstrual cycle and ovulation. She stated her uterus should have been removed intact with her tubes. Product technical complaint (ptc) investigation result was received on 25-nov-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had abdominal pain and bleeding after essure (fallopian tube occlusion insert) insertion. Her fallopian tubes were removed. These events are listed according to essure's reference safety information. Abdominal pain and abnormal genital bleeding/menses pattern changes may occur with essure therapy. In this particular case, consumer developed pain 24 hours after essure placement and also had bleeding (regarded as genital bleeding) since the procedure. Approximately one year after device placement, she underwent a salpingectomy. However, the pain persisted. She stated her uterus should have been removed with the tubes. Although, in this case consumer's pain persisted after salpingectomy (suggesting a negative dechallenge), since no details were provided about this surgical procedure (if essure is properly placed and removal is being performed, a salpingectomy with cornual resection of the proximal fallopian tube is usually required); causality with the suspect insert cannot be totally excluded. As a salpingectomy was required; this case was considered an incident. Based on the available information, there is no relationship between the reported events and a quality defect. No active follow-up will be pursued (case identified during health authority website monitoring).